Manufacturer narrative:
Investigation: review of CT images on cd provided by surgeon. Recent placement of trufuse devices bilaterally at l5-s1 that were subsequently replaced with bilateral perpos devices. CT scans dated (B)(6)-2008. Comparable axial, sagittal and coronal images from both scans were reviewed and compared. Perpos devices are present bilaterally at l5-s1. Each device traverses the facet joint at l5-s1 and enters the pedicle of the sacral ala. The collar of each device is immediately adjacent to the l5 iap. The position of each device is unchanged on the two exams. The tip position of the right and left device are different from each other but stable on the two exams. On the left, there is a foreign body in the soft tissues adjacent to the l5-s1 facet joint. The density is similar to cortical bone. The implants are not related to this event.

Event description:
Pt was complaining of numbness in the left foot after a bilateral at l5-s1.